Event description:
Pt has had an increase in seizures since vns implant. It was also reported that neurologist continues to increase programmed parameters. There has been no adverse event reported in association with the increase in seizures.